Event description:
Ruptured allergan silicone breast implant. On date of implant (B)(6) 2010, I was given local anesthesia and was therefore awake during the procedure. The plastic surgeon, (B)(6) had difficulty implanting the device. After using continued force and surgical tools, it finally was implanted. In the following months, the breast became smaller. I sought replacement of both implants from a new doctor. At that time, I was advised there was no rupture because other symptoms would be present if it was leaking. It turned out the implant was ruptured. Allergan determined it was caused by a surgical instrument and denied it was a defective implant. Dr (B)(6) has not acknowledged any responsibility for this rupture either. Laboratory analysis: the implant weighed (B)(6) grams. Yellow particles were observed on the outer surface of the implant. One striated opening, located approx 4.5cm from center of anterior shell. Creases were observed on the outer surface of the implant shell. Although the incidence of rupture is extremely low and may be attributable to various causes, we recommend that all pts be informed of the potential for rupture. With current silicone technology, it is expected that there will be occasional implant rupture, for various reasons including those of unk etiology, as is noted in the dfu. The manufacture of all products is strictly controlled via detailed procedures and quality control specifications. Each and every product is inspected at a variety of steps during the manufacturing process, including tests for product integrity. Allergan will not release any product that does not meet all manufacturing specifications and requirements. Diagnosis or reason for use: breast augmentation.